Event description:
It was reported that the patient received an inappropriate shock while in atrial fibrillation. The patient's drug treatment was modified. The lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the advance iii study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.